Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient's wife reported that the patient had a skin tear on his back, near the electrode belt wires and rear electrodes. The wife reported that there was a tinge of green on the tear and that the patient was a diabetic so the patient would be ending use. The wife reported that the patient's doctor was aware and had recommended the use of dimethicone on the tear. The patient reported that they would consult their nurse and contact the doctor if the nurse believed there was an infection. During a follow up, the wife indicated that they were using a triple antibiotic cream and foam cover on the wound and that it was healing nicely.